Event description:
Laparoscopy assisted low anterior resection - "this is the complaint from the market. The user grasped the gauze (40cmx40cm) and pulled up till the middle of the cannula from the patient body. After that, the user pulled up the gauze with kocker. Ten to fifteen minutes after, the user noticed "air leak". The user checked the trocar and noticed that the septum was broken. The part of the broken septum were collected by the user."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.